Event description:
Event description guidant received information that this right ventricular lead became dislodged the day after the implant procedure. A revision procedure was performed and the lead was repositioned. Several months later, the lead became dislodged a second time. The lead was explanted and replaced with another model.